Manufacturer narrative:
Device was received with blank display due to moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. Display did not return after pump restart. The blood glucose at the time of the incident was 139 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.